Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Inspection of the device revealed damaged batteries. This issue is currently being investigated.

Event description:
During service, the baxter repair technician reported a failure code 570 found in the event history and was duplicated during service. The hospital rep stated, that there was no patient injury or medical intervention associated with this report. No additional information is available.